Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated, the battery was replaced, and the bios were reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported there was a motion error and the joystick was stuck, that caused a loss of motorized movements. There is no report of injury or death associated with the event described in this complaint.